Event description:
The report stated that in a colon laparoscopy during the lateral dissection of the sigma-rectum, the female patient suffered ureter injury. This caused "urimona" and "uretal" fistula. The patient was re-operated on to remove a lesion which formed after 5-6 days.

Manufacturer narrative:
See attached memorandum for additional information on the thermal spread of the ligasure atlas device. The incident device has been discarded and is not available for evaluation. Additional information has been requested from the site. If information pertinent to the incident is obtained, a follow-up report will be sent.